Event description:
Upon entering isolate for 1800 care, this rn found blood to be backing up into patients PICC [peripherally inserted central catheter] line. Sterile drape placed, scrub hub used, and line placed. When flushed, water came out of j loop. Line clamped, nnp [neonatal nurse practitioner] notified. Fluids switched to starter d10 and blood cultures and cbc [complete blood count] drawn. Manufacturer response for j loop/ ext set w/remv microclave clear, purple clamp, rotating luer, (brand not provided) (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.